Manufacturer narrative:
The recipient was prescribed a second round of steroids. Revision surgery is under consideration. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced no sound perception during initial activation of the device. A CT scan in the ER post-surgery was unremarkable, but the surgeon noted air bubbles. Programming adjustments were made, however, the issue did not resolve. The recipient is still presenting with sound quality issues despite the device testing results were within normal limits. The recipient underwent another CT scan on (B)(6) 2026, which confirmed correct device placement. Recipient was reportedly experiencing double vision. Steroids were prescribed. Double vision has reportedly resolved since recipient completed the last dose of steroids on (B)(6) 2026, however, no improvement in sound quality was noted.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical test performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: b3 & d6b, d.9. The recipient was explanted and re-implanted with another advanced bionics device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.